Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the discomfort from the ins almost touching their spin in their lower back/hip area, sitting out and pressing against their skin so they can feel it when they sit/putting on pants/belt was due to the patient not being immobile unless they used a wheelchair as they were a double amputee. No actions were taken to resolve this issue. They stated they were confined to a wheelchair. The issue was not resolved as the ins was constantly sitting out. The patient's weight at the time of the event was asked but was not reported. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. It was reported that the patient had both legs removed since the implant and stated that they no longer needed to use the device after the first one was removed in 2013/2014. The patient confirmed the amputations were not related to a problem with the implant. The patient noted that they used to wear prosthetic legs. The patient stated that they recently have begun having problems with the ins almost touching their spine in the lower back/hip area by their spine. The patient stated that it was sitting out and pressing against the skin and they could feel it when they were sitting/putting on pants/belt. The patient was redirected to follow-up with their healthcare provider to address the reported issue. It was reported the event occurred in (B)(6) or (B)(6) 2017. No further complications were reported/anticipated.